Event description:
During baxter's functionality testing of a spectrum pump, it displayed the door not fully latched message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched messages, which were reproduced by trying to close door with a loaded set. The messages were found to be caused by a backed out mechanical screw. The screw was replaced.